Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0td32, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0715n, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0tqwt, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0715n, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the tined lead (va0td32) found no anomaly.

Event description:
It was reported that when the manufacturer representative ran impedances at 1v, combinations 01 and 03 and after several tests 02 showed greater than 4000 ohms during a surgical procedure. The impedances looked fine at 1.5v and the manufacturer representative didn¿t have specific values for those impedances. The device was fully seated and the pocket had been flushed with sterile water. The plan for the case was to replace the patient¿s lead and possibly their implantable neurostimulator (ins). A new lead was placed in s3 on the patient¿s left side and it was then tunneled over to the pocket site and the health care provider (hcp) made an attempt to connect the new lead to the patient¿s existing ins. When impedances were run, it showed greater than 4000 ohms on connecting 0 and 3. When the manufacturer representative re-ran the impedances at 1.5v, none of the connections where greater than 4000 ohms, but they were close to 2000 ohms. The manufacturer representative tried multiple times, taking the lead out and cleaning it off and re-running the impedances. The hcp did not feel comfortable with that, so they asked the manufacturer representative to get a new ins. They connected the new ins and could not get the lead to be secure in the header of the ins. The screw would click, but the lead was easily pulled out. This ins was being sent back for analysis to see what caused the problem. The hcp then asked the manufacturer representative to get another ins. They connected it to the lead and found that they still had high impedance at 1v and 1.5v; connections 0 and 1, 0 and 3, and 0 and 2 were all greater than 4000 ohms. The hcp decided that it was the lead that was causing the issue, so they replaced the lead on the patient¿s left s3. After placing the new lead and connecting it to the new ins, they had had acceptable impedances. Both the unused ins and lead were being sent back for evaluation. The patient was set-up with their new system and felt the stimulation appropriately. There was no patient death, no patient injury, and the patient recovered without sequelae.